Event description:
Customer reported system is not producing x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the lemo connector. System operates as intended.